Event description:
Hernia mesh issues: - original mesh implanted: (B)(6) 2004 (bard composix e/x) failed 2010, 2 years of misdiagnosis, repeated trips to the ER and agony before (B)(6) 2012 when it was discovered that the mesh had shrunken, hardened and wrapped itself around a loop of my intestine. The original mesh was removed as best as possible and a second mesh implanted (B)(6) 2012, resulting in 22+ day hospital stay needed for intestine to regain function-third mesh implanted (B)(6) 2015 (covidien parietex secured w/spiral tacks) resulting in 17 day hospital stay- fourth repair ( bowel resection needed as well due to injury during lysis) (B)(6) 2016 (vicryl mesh) 11 day hospital stay- hospitalized for a multi-day bowel obstruction in (B)(6) 2016, have experienced three others since then, though none requiring hospitalization-fifth repair, (B)(6) 2016 (alloderm xthick)-sixth repair, (B)(6)2017 (12 cm round parietex) there is at least one additional hernia that has formed since the 2017, so another surgical repair will be needed in the coming year or so. The endless cycle of hernia formation and repair has wreaked havoc on my personal and professional life, rendering me unable to engage in many everyday activities and due to my physical limitations, placed unbearable challenges on my marriage. I have over 3000 pages of medical reports, which doesn¿t include all the reports of the visits before the mesh failure was determined to be the problem- visits to the ER and to regular doctors and to specialists while I suffered unrelenting abdominal pain. High blood pressure developed due to weight gain that happened due to physical limitations that developed after repeated abdominal hernia surgeries; mild sleep apnea. FDA safety report ID # (B)(4).